Event description:
It was reported that the user disconnected from the ilet and administered subcutaneous insulin injections after experiencing persistent hyperglycemia while the pump was connected, with concern for bent cannulas and potential poor insulin absorption from an infusion set type different from what was prescribed. Symptoms included elevated blood glucose with a reported peak of 325 mg/dl and prolonged time above range. Outcomes included interruption of device therapy and use of backup insulin injections without medical intervention. Investigation included complaint handling with user interview and troubleshooting and education. Investigation of this case revealed no device alarms and that infusion set issues and scar tissue were suspected contributors, while the specific cause of the hyperglycemia remained undetermined. It was concluded that the event involved hyperglycemia with cause unclear and that additional information from the user was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.